Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a vasoview hemopro tissue welder cannula c-ring broke in half. It split in half inside the patient, with part of the scope washer tubing. The piece was retrieved from the patient through the initial incision with no other patient effects reported. A new kit was opened to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on mar 03, 2010 for investigation. A visual inspection revealed that the scope wash tubing and half of the c-ring were detached. A supplemental report will be submitted when the investigation is complete. (B) (4).